Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure performed was to treat de novo lesion with moderate tortuosity, mild calcification and 90% stenosis in the distal right coronary artery (rca). The patient presented with severe angina. Pre-dilatation was performed with a 2.0 x 12 mm semi-compliant balloon. The 3.0 x 38 mm xience xpedition was advanced through radial approach to the target lesion and the stent deployed at 16 atmospheres (atms). Fluoroscopy revealed that a proximal end dissection had occurred which was treated with another xience xpedition. No additional information was provided.